Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving hydromorphone ( 40mg/ml at 2.796 mg/day), clonidine (3000 mcg/ml at 209.7 mcg/day), and bupivacaine (40 mg/ml at 2.796 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had an MRI, to rule out a granuloma. Here were no symptoms reported. Additional information received from a healthcare provider via a manufacture representative reported it was still unknown if there was a granuloma or not. The patient's weight was unknown.